Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix damage and helix mechanism issue resulting in failure to extend and failure to retract the helix. The rv lead was not used and replaced on 20 aug 2024. The patient condition was unknown.

Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. A complete lead with stylet inserted was returned in one piece. Visual and x-ray examinations found that the helix was extended and clogged with blood/tissue and was found bent consistent with procedural damage. Final analysis found no indication of conductor fractures or internal shorts. No other anomalies were noted. The cause of the reported events was isolated to the blood/tissue in the helix and was bent consistent with procedural damage.